Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2018 with the following findings: a call service alarm 064 was reported on 13-march-2017. Investigation showed the pump alarm and black box history were no longer available for 13-march 2017, as the pump was in use until 19-sep-2018. Investigation showed the current pump history and black box showed no evidence of a call service 064. The pump was opened and showed no intermittent or moisture defects. The investigation was unable to duplicate the original complaint of a call service 064 issue. Animas has conducted a review of the device history record for this pump and